Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one stapler and one reload . The instrument was received engaged with the reload. Instrument retract knobs were advanced and the articulation lever was in neutral position. Visual examination of the reload noted that it was fully fired with the jaws clamped and the I-beam was at the distal end of the cartridge. The retraction knobs could not be retracted and, therefore, the reload could not be disengaged. Engineering removed the reload from the instrument and observed that the staple pushers were flush to sub flush throughout the cartridge surface and that there was excessive damage to an internal component. These observations are indications that the device was applied to tissue thickness beyond the indicated range for use. Further engineering evaluation also noted damage to the knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly and subsequent difficulty opening jaws after firing. The laminate variation was considered to be a secondary condition and has been addressed in current production. Replication of the flush to sub-flush pushers and component damage may occur under the following conditions when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis established an indirect relationship between a device variation and the reported incident of the instrument locking on tissue. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter,during a robotic pancreatectomy, the surgeon fired the stapler on the pancreas . Once the firing was completed, the surgeon was unable to retract the knife blade. This resulted in the stapler being locked down on the pancreas. There was no tissue damage , no tissue loss, no blood loss. There was no patient injury or hazard. No reinforcement material was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.